Event description:
It has been reported to philips that the examination room x-ray monitor did not display any x-ray images. The system was in clinical use at the time of the event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that there was no live x-ray signal on monitor. During troubleshooting, the fse found defective internal dvi splitter. The fse replaced the internal dvi splitter for live signal. After replacement of the internal dvi splitter, the system was returned to use in good working order. The codes were updated based on the investigation outcome.